Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_prog, product type programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported compatibility guidelines were requested for magnetic resonance imaging (MRI) for a head and cervical scan. It was unknown if the procedure was due to a problem with the device or therapy. No symptoms were reported. The hcp indicated the patient was trying to turn the device off. The physician was ¿trying to¿. The hcp did not know which device they were referring to and if they were using the correct programmer on the correct device. The patient also had an interstim device. No further complications were reported. On (B)(6) 2017 information was received from a healthcare professional (hcp). The reason why they had trouble trying to do an MRI is because they were treating it like an scs (spinal cord stimulation) device (MRI mode, etc.) Rather than an interstim device. The pump was removed on (B)(6) 2017.